Event description:
It was reported that the spring wire guide frayed and knotted inside the pt's abdomen, and a larger incision was required to facilitate removing the spring wire guide. There were no pt complications.